Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) female patient had impella cp pump inserted in the left femoral. Indication was not provided. It was reported that there was swelling around the insertion site for which pressure was applied. The patient was administered 6 units of red count cells, 10 units of fresh frozen plasma and 10 units of plasma count. The patient also required surgical repair; details were not provided. No further information was provided.